Event description:
The lcs15 was used during a laparoscopic nissen fundoplication about 4-6 weeks ago. It was reported to the rep by the surgeon there was bleeding on her last lap nissen. There was also single tones and interrupted beeps from the generator and the device did not work as it had in the past. The surgeon then stated the procedure was converted to open. It was reported the rep reinserviced the suregon and partner at this time. On 07/29/97 two surgeons requesting anonymity attended a morbidity and mortality conference. It was reported to the rep by these surgeons that this case was discussed at the conference. It was reported the surgeon encountered bleeding during the procedure and converted to open. The pt had a stroke during the procedure. It was reported the pt experienced another stroke post-operatively. The pt was obese and a 2 ppd smoker. There is no other info available at this time.